Event description:
It was reported that a patient was receiving their chemotherapy medication (paclitaxel) and instead of infusing over 60 minutes, the medication was infused over 20 minutes. The event occurred on (B)(6) 2025 at 11:44am with infusion parameters of 291ml/hr, and a volume to be infused of 291 ml. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had over infusion (chemotherapy) was not determined because no product or device logs were returned.